Manufacturer narrative:
H3 - device evaluated by mfg? It is unknown if the device will be returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was a type 3a endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient underwent a fenestrated endovascular aortic repair procedure on (B)(6) 2026. A video was provided for the investigation showing the endoleak. No actions were taken to address the endoleak at the time of the fevar procedure. The patient will be scanned again at the one-month follow-up to determine if the endoleak persists. Additional information regarding event details and patient outcome have been requested but are currently unavailable.